Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) ,the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported an issue with concurrent flow between the primary IV diluent bag and the secondary IV chemotherapy bag. The example provided by the clinician was: a 500ml etoposide IV bag and in the last half of the infusion, the primary starts dripping. The clinicians then must clamp the primary to ensure only the secondary IV runs. It may happen more with 500-1000ml IV bags, however they have noted it occurs with smaller 100ml bags, as well. The customer believes that since it is pulling from both lines, the infusion is running slower than expected. For example, instead of a 60 minute infusion, it takes 90 minutes to complete. The event was reported to bd representatives during their site visit. No further information available. There was patient involvement but no harm. The customer reports no sample available for investigation.

Event description:
It was reported an issue with concurrent flow between the primary IV diluent bag and the secondary IV chemotherapy bag. The example provided by the clinician was: a 500ml etoposide IV bag and in the last half of the infusion, the primary starts dripping. The clinicians then must clamp the primary to ensure only the secondary IV runs. It may happen more with 500-1000ml IV bags, however they have noted it occurs with smaller 100ml bags, as well. The customer believes that since it is pulling from both lines, the infusion is running slower than expected. For example instead of a 60 minute infusion, it takes 90 minutes to complete. The event was reported to bd representatives during their site visit. No further information available, there was patient involvement but no harm. The customer reports no sample available for investigation.